Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03july2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the battery to resolve the reported issue.

Event description:
Customer contacted technical support (ts) stating that unit had multiple error code messages including battery thermistor failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.